Event description:
It was reported that "liquid leakage from the connecting connector." This occurred during priming, no patient involvement and no patient harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device sample was received unused, in a plastic bag. During visual inspection of the device, no discrepancies were detected. During the functional testing of the device, no leak or other discrepancies were detected. The device analysis was unable to confirm or duplicate the complaint and the cause is unknown. A device history record (DHR) review could not be performed as the lot number was unknown.